Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer complained about a discrepant inr result between a coaguchek xs meter (B)(4) and a lab using an unknown reagent. The result from the meter was 6.9 inr. The customer had a lab test within 7 hours and the result was 1.6 inr. There was no allegation of an adverse event. The customer's warfarin dose was lowered based on the previous meter reading and increased after the lab result was received. The customer's therapeutic range is 2.0-3.0 inr. The customer does not have any hematocrit issues and does not have antiphospholipid antibodies. Customer is not taking heparin or direct thrombin inhibitors. The customer did not report any new illnesses, new medications or diet changes. The customer does not have any signs of bleeding or bruising and is currently fine. Retention test strips (297787) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.